Event description:
It was reported that on (B)(6) 2024, the patient underwent open reduction internal fixation (orif) to treat the proximal ulna fracture. Following adopting a plate containing 2 holes, by means of k-wire, after tentative fixation, most proximal of hole was fixed. However, two of locking screw, 14mm and 16mm were respectively in unlock condition at each of the screw-holes in the plate. To iron out the condition, the onsite persons decided against to insert the problematic locking screws into screw-holes. And then, low profile screw was tried and inserted, whereas in the process of the surgery, proximal bone fragment seemed like vulnerable and unstable, so it tended to easily wobble. To compensate the physical loss part, artificial bone was added. On top of that, to double down on stability and to wrap up the surgery, suture technique was done. Per surgeon the two locking screws could not lock was likely due to the plate¿s screw thread sustained damage when a drill guide came with screw that the surgeon struggled attaching to the plate was being used. Incidentally, the surgeon suspended to take advantage of the drill guide in question, and he leveraged va-drill guide instead to over drilling. The surgery was completed successfully with one (1) hour surgical delay. There was no patient harm reported. This report is for one (1) va lockscr ã¸2.7 he 2.4 self-tap l16 tan. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the threads of the va lockscr ã¸2.7 he 2.4 self-tap l16 tan were stripped. Interactional issues are most likely due to this condition. No other issues were identified. A dimensional inspection for the va lockscr ã¸2.7 he 2.4 self-tap l16 tan was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces likely caused during the attempt to implantation. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va lockscr ã¸2.7 he 2.4 self-tap l16 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part:04.211.016ts lot:274l044 manufacturing site: werk selzach supplier:(B)(4), release to warehouse date: 05 feb 2024, expiration date: 01 feb 2029. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.016 non-sterile lot # 9002p16 manufacturing site: werk selzach supplier: (B)(4), release to warehouse date:11 jan 2024. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.